Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported impact to the customer¿s blood glucose level. Technical support sent replacement charging supplies, which were delivered and resolved issue as no further issues were reported.